Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of a motor error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she put in a new reservoir and site, and received a motor error alarm. Customer was advised to revert to a backup plan per health care provider's instructions.